Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated that her cgm readings had been 250 mg/dl, 260 mg/dl, 300 mg/dl, and 400 mg/dl. She did not check any fingerstick bg values or do any calibrations. She took insulin before meals and took nine units for a correction dose based on the cgm values, and stated that as a result of the incorrect cgm values it was too much insulin. After a while she was not responding properly, and her son called paramedics. She was taken to the hospital. No treatment details were provided, and she was discharged after 3-4 hours when she was stable. At the time of the report she stated she was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to the following statement in the initial MDR, "no treatment details were provided, and she was discharged after 3-4 hours when she was stable."

Event description:
The patient reported that upon arrival to the emergency department (ed), the patient's cgm displayed 60 mg/dl with an down arrow, but her bg was 40 mg/dl. She was treated with IV "sugar" in the ed and her bg increased from 40 mg/dl to over 400 mg/dl. She was released from the ed a later that evening.